Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable was broken at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Conductor wires were intact and undamaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, wires were broken at tip of a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.